Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection and a power on self-test were performed. During visual inspection the damaged latch roller was observed. The cause was not determined. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.